Manufacturer narrative:
Concomitant products: product ID 3889-28, lot # va03ezl, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and was using more pads. The patient was more incontinent as well. The issues began following a fall ¿about a month ago.¿ the reporter thought that the patient stated that she felt stimulation. Additional information was requested, but was not available as of the date of this report.